Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The following cosmetic damage was noted on the device: cracked case at the display window corners, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, cracked lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call, the insulin pump had alarmed motor error when he was filling the reservoir. His blood glucose was 224 mg/dl. The customer didn't recall any significant event that may have caused the device to alarm. Troubleshooting was performed and no anomalies were noted. He was able to rewind the device. The customer was advised to discontinue use of the device, revert to his backup plan, and the device needed to be replaced. Customer agreed to return the device for analysis.